Event description:
No additional information.

Manufacturer narrative:
Additional information: (h) annex a coding updated to capture event details. Investigation results: bd was not able to confirm the customer¿s indicated failure mode since no photo nor sample was provided to perform a proper investigation. An investigation on the actual device would be necessary to confirm the reported failure mode. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. DHR was reviewed. No related quality issues or deviations were found during the manufacture of the subassembly batches.

Event description:
The following information was provided by the initial reporter: the patient underwent a port placement under local anesthesia at 08:49 today and returned to the ward at 10:03. The nurse in charge replaced the positive pressure connector and discovered bubbles when withdrawing the pre-flush solution. Upon pushing the pre-flush solution gently, leakage was found at the connector. Upon inspection, a crack was found in the positive pressure connector, which was immediately replaced, and the patient underwent positive pressure tube sealing.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.